Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was barely readable. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer reported that there was a crack on battery compartment and customer recognized moisture behind the screen and display was barely readable. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted during testing. Device received with cracked case corner of belt clip rails, cracked battery tube threads and faded serial number label.